Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the middle insulation was breached and had metal induced oxidation. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation was melted, all insulators were pulled apart due to overstress, the middle insulation had cosmetic metal induced oxidation, the middle insulation had cosmetic environmental stress cracking, the outer insulation had cosmetic environmental stress cracking, the middle insulation was torn, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. Visual analysis was performed only. The lead was returned in 3 damaged pieces. Condition of the lead and the presence of a lead removal wire does not permit electrical continuity testing. Continuity assessed visually.

Event description:
The lead was returned to the manufacturer after being explanted due to the patient having svc syndrome. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.